Manufacturer narrative:
Device evaluation: the suspect device was returned for investigation. A review and evaluation of the event history log confirmed the error had occurred and resulted from a clutch release and plunger manipulation during infusion. The error could not be duplicated during testing. No evidence was found to suggest the reported event was caused by an intrinsic product problem.

Event description:
A report was received stating that the pump alarmed "check clutch." No pt injury or adverse event was reported.